Event description:
It was reported that water leaked near the insertion point when the dignishield was flushed with water.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. It was unknown whether the device met specifications. The product was intended to be used for treatment purposes. It is unknown whether the product caused the reported failure. Visual evaluation of the photo samples noted one opened (without original packaging), in-use dignishield fecal management system. Visual inspection of the sample noted that a syringe was connected to the irrigation lumen by the complainant, presumably to flush the catheter. It is not clear based on the photo samples if there is a water leak from the system or point of connection. A potential root cause for the reported failure could be, ¿funnel has pinhole or tear.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked near the insertion point when the dignishield was flushed with water.